Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that in the last few months she had to recharge the battery more often. The patient stated that she used to charge the battery every 7 days and now was charging every 5 days. The patient noted it was taking approximately 2.5-3 hours to charge. The patient stated she was happy overall with the stimulator and couldn¿t live without it. No other complaints were reported and the issue was not resolved at the time of the report. No patient symptoms reported. Additional information received from the manufacturer representative that there was no certain cause of the recharging more frequently other than battery age. No interventions or actions were taken and the issue had not been resolved. Additional information received from the manufacturer representative reported that the battery was replaced with a non-rechargeable battery and impedances were within normal limits.